Event description:
Related manufacturer reference number: 3004617090-2023-00001. It was reported that the probe were non function due to impedance issue. As such, the procedure was not completed.

Manufacturer narrative:
The reported event of an impedance issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of an impedance issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.